Event description:
It was reported that the lead had "fused" to the patient's vagus nerve, which indicated that fibrosis had likely occurred at the location of the nerve and lead electrodes. In addition, the patient had surgery that appeared to be related to the fibrosis. The patient reported no complications with the surgery. No additional or relevant information has been received to date.